Event description:
It was reported that the calibration failed on a pump. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a damaged battery compartment. There was no evidence of the error, or the reported problem recorded in event history log. The customer reported problem was verified/duplicated as the readings were reversed in opposed to what was normal. During the investigation, it was found that the customer used excess glue during the downstream occlusion seal replacement which seeped under the bezel and onto the downstream occlusion sensor fusing half the downstream occlusion plates together. This was found to be the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced and calibrated. The root cause of the reported problem was traced to the customer during a previous repair outside of the manufacturer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information received on 06-sep-2022 via email and attached in complaint object: there was no patient or technician involvement was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120.